Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the keypad was sticking and the up, down, and ok buttons were becoming harder to press. The reporter also claimed that the pump would scroll through numbers past the desired amount. The reporter denied any physical damage of the keypad or that the pump was exposed to moisture. In addition, the reporter claimed that the buttons were occasionally not clicking or springing back as usual. There was no reported pt impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, ok, and contrast button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the down key contact was observed to be misaligned. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.